Manufacturer narrative:
The ht controller board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The atp console board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the atp board and ht controller board were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was unable to perform image acquisitions. It was noted that the system did not display no error messages and appeared to perform. Though, no output and no image acquisitions were performed. There was no patient present when this issue was identified. No additional information was provided.